Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned coronary treatment was performed by the customer when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that flex vision monitor was not able to display. To resolve this issue, fse turned off the power at the main switch. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.